Event description:
It was reported by service report that the side rails will not unlatch from the lowered position and are not able to be moved to the full upright locked position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: dowel pin.